Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was damaged. The following information was provided by the initial reporter: as per account, I am reaching out to you as we have been coming across damaged insulin syringes with our last 2 orders.

Manufacturer narrative:
D.4 device expiration date: unknown. D.4. Medical device lot #: lot was reported; however, this is not a lot #iso15223-12016 manufactured for the reported catalog #. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was damaged. The following information was provided by the initial reporter: as per account, I am reaching out to you as we have been coming across damaged insulin syringes with our last 2 orders.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Emebcta was able to confirm the customer indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Customer returned two photos of the 31gx8mm bd syringe. The consumer reported that they have been coming across damaged insulin syringes with their last 2 orders. The photos were examined and exhibited a damaged (deformed) needle shield. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.